Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the cause of the foreign object remaining could not be identified because it was unclear whether reprocessing was performed according to the instructions for use (IFU) based on the information obtained. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign matter emerges from the suction channel and foreign matter is present inside the nozzle. There was no patient involvement.